Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was not in use. The alleged malfunction was a test failure during testing. No ventilator inoperative condition occurred. The ventilator was returned to the manufacturer and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.